Manufacturer narrative:
The reported event of oversensing and inappropriate therapy was confirmed in the device image. However, it could not be reproduced in the laboratory. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2025-11140. It was reported that the patient presented to the emergency room after inappropriate shocks were delivered by the implantable cardioverter defibrillator (ICD). The cause of shock was over-sensing the of atrial and ventricular signal. Tachycardia therapy was deactivated, and the patient was scheduled for right ventricular (rv)lead revision. The lead was capped and replaced due to over-sensing on (B)(6) 2025, and the device was explanted for upgrade. The patient was stable.